Manufacturer narrative:
A philips clinical specialist (cs) and engineer expert (ee) reviewed the data that was provided. Per the cs and ee, their evaluation indicated that for atrtial fibrillation (a-fib) to be detected there must be four consecutive 15-second intervals in which the criteria is met. The criteria to detect aifib is: normal beat r-r intervals must be irregular, pr interval deviation must be large, p-wave region must not match well. For the irregular r-r interval, there have to be changes > 12.5%. Some of the strips show r-r intervals that are mostly regular which would not meet the criteria for a-fib. Atrial flutter is not detected by the star algorithm because the r-r intervals are usually regular. The (B)(6) 2025 13:01:07 strip ¿ this strip has interference. The r-r intervals are regular so the criteria for afib was not met. The (B)(6) 2025 19:48:53 strip and the (B)(6) 2025 13:51:20 strip - for the slower complex both show both a p-wave. The cs stated that it looked like the p-wave is included with the t-wave. This matches out evenly on the strip. The r-r interval was fairly consistent as well. The (B)(6) 2025 13:51:12 strip ¿ the cs agrees that this is not a-fib. End a-fib alarms occur based on the configuration of the monitor and after two consecutive 15-second intervals must fail to meet the criteria for a-fib detection. The (B)(6) 2025 09:31:06 strip ¿ the r-r interval is fairly consistent. The configuration settings at the time of the event were not provided. The default configurations that were provided have a-fib on. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that a neurologist in the stroke unit reported the monitor does not announce the arterial fibrillation (afib) alarm when it should. Images of the rhythms were reviewed with the customer, revealing the patient's ECG had respiratory rate (rr) wave irregularities with no p-waves and beats were labeled n and s, so no afib alarm was announced. In some cases, false afib alarms occurred. The physician indicated these p-waves should be detected. The device was in clinical use at the time the issue was discovered. There was no report of harm associated with this complaint.